Event description:
It was reported by the rep that the one ets45g was used during a laparoscopic splenectomy procedure. It was reported that they tried to fire ets45 with vascular cartridge across splenic artery and the stapler stuck. The stapler would not open. The surgeon found that no staples had deployed when he finally removed the stapler from the tissue. The surgeon had to open to complete the case. A tr45w was also used during the case.